Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found out of specification in relation to the customer reported partial upstream occlusion not detected which was not reproduced. The causality was determined to be ultrasonic sensor was out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a partial upstream occlusion that was not detected. There was no known patient injury or medical intervention associated with this event. No additional information is available.